Manufacturer narrative:
Product event summary: analysis confirmed the customer comment that the programmer booted to an error screen and additionally noted that numerous system errors were found in the logs which relate to registry corruption and therefore a reconfiguration was completed and the software was reloaded and updated to resolve. Analysis was unable to confirm the customer comment that the programmer would intermittently shut down however the power supply was replaced as a preventive. Analysis also found the keyboard latch was broken, the upper and lower handle covers were cracked, the rubber pad on the lower case was damaged and the system fan was intermittently noisy. All found defective parts were replaced.

Event description:
It was reported that the programmer was not functioning properly, that it would intermittently shut off/shut down and that it gives a black screen with messages when it is being powered on. The programmer was returned for service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant: product ID 229047 software analyzer. (B)(4).

Manufacturer narrative:
Corrected information no eval explain code. If information is provided in the future, a supplemental report will be issued.